Event description:
On (B)(6) 2006, a perigee system was implanted to treat pelvic organ prolapse, and "thereby sustaining severe and permanent personal injuries and damages." On (B)(6) 2011, surgery was done to excise portions of the mesh. It was reported that the pt "experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.